Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. Atrial fibrillation with a rapid ventricular response at 193 bpm contributed to the false detection. A review of the downloaded data confirms that the response buttons were only pressed after the treatment was delivered. The pt went to the hospital following the event, and the physician ended use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the hospital following the event, and the physician ended use of the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): reuse; electrode belt (B)(4): 06/2012 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).